Manufacturer narrative:
Insulin pump was received with broken reservoir tube lip, missing reservoir retainer and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment was damaged. Customer's blood glucose was 7.1 mmol/l. Customer agreed to return the device for analysis.